Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2021, the patient was treated for an abdominal aortic aneurysm. The physician implanted a gore® excluder® aaa endoprosthesis featuring c3® delivery system, a gore® excluder® aaa endoprosthesis, and two gore® excluder® iliac branch endoprostheses. The patient tolerated the procedure. On (B)(6) 2021, the patient presented emergently. It was found that the right limb of the excluder trunk was occluded. The physician stated that the aortic bifurcation was tight, and the ibe device competed with it for space against the limb and pinched it off. A thrombectomy was performed, and the physician implanted a vbx. The patient tolerated the procedure.